Manufacturer narrative:
H10. Additional information. The issue will be fixed in a future release of monaco® software.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that the problem can happen with reshape contour and replace contour as well as any contouring tool that will activate a contour when the user clicks on the view. If a significant volume of a structure is missing, the dose distribution displayed will not represent the dose distribution delivered. Therefore the patient anatomy will not be accurately represented. The dvhs will not reflect the true volumes or the doses within those volumes. Concave structures which form a keyhole like structure in the sagittal or coronal views can show the largest volume change because when the recreated 3d volume is re-sliced, the inner volume will be deleted. Although other structures can have volume changes as well, these changes will be much smaller. No patients were mistreated.

Event description:
During an internal investigation, when editing a contour and clicking on a coronal or sagittal slice, the 3d volume is recreated unnecessarily which could result in a volume change.